Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm 2) for failure analysis investigation. The unit was analyzed and in artemis, multiple error 23 was found indicating a fault with the esmb and main wiring harness, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the mwh and esmb was checked, no faults could be identified. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to communication errors between the esmb and main wiring harness to the mtm since both components were consistent on the reported event. This issue can be resolved by replacing the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical ventral hernia tapp procedure, the customer informed the technical support engineer (tse) that they experienced a non-recoverable fault. Prior to calling in the customer rebooted the system, and the da vinci was ready was heard. The system faulted again while the customer again while caller was on with tse. The tse viewed logs and noted faults stemming from surgeon side cart (ssc) 2 (B)(6). The tse had the customer disconnected the ssc and the da vinci was ready was heard. The customer continued with the procedure using the one ssc. The customer stated the issue occurred on saturday (service request to be created). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.